Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred during basal delivery. Customer did not troubleshoot alarms; however, at the time of the report, customer cleared the alarm and resumed insulin delivery. Customer reported blood glucose level was within target range. System check was performed with tandem technical support and no issues were identified.

Event description:
It was reported that intermittent occlusion alarms occurred. System check could not be performed with tandem technical support, as the alarms occurred in the past. Customer reportedly cleared the alarms to address the issue. Customer reported blood glucose level was within target range.